Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. Belt sn (B)(4) was returned for investigation into lack of gel deployment from the therapy electrodes (te). Upon eval, the therapy electrodes did not deploy gel. The root cause of the failure was excessive force placed on the feed through leads during assembly. The impedance reading was 69 ohms, which is within normal range. There is no indication that the failure to deploy gel resulted in an injury to the pt. Device eval of the monitor was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - 09/2009 - reuse. Inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated on (B)(6) 2015 at 21:24:38. Motion artifact contributed to the false detection. The pt was conscious at home and restless in bed at the time of the event. The patient's caregiver was present and removed the device after the treatment. A review of the downloaded data indicates that the response buttons were only pressed after the treatment was delivered. The pt remained at home and continued to use the lifevest. On (B)(6) 2015, a us dist returned the electrode belt associated with the defibrillation event and reported that gel did not deploy properly from the therapy electrodes.